Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the right ventricular lead had an alert for a high and out-of-range high voltage impedance measurement in (B)(6) 2020. Measurements made in (B)(6) 2020 showed the impedance was within the normal range. The patient was in stable condition and will continue to be monitored.